Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed false high ventricular rate episodes caused by over-sensed noise exhibited by the right ventricular lead. Noise was unable to reproduced in-clinic. Programming interventions were made. The patient was stable.